Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pressure setting of a medos infant valve system was adjusted and the x-ray showed a different pressure setting, which was documented (from 90 mmh2o to 50 mmh2o) ¿ spontaneous change in the valve. Therefore, the valve was removed and replaced.